Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified vessel. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured immediately. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.